Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized due to diabetic ketoacidosis on (B)(6) 2024. The blood glucose level was 490 mg/dl at the time of event and was caused by the infusion set tubing ripped in half. The patient was released from the hospital on (B)(6) 2024. The issue has been resolved with the treatment. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions - h11: investigation summary: the reference samples for the lot 6005837 have already been previously tested in the complaint (B)(4) on 01/jun/2025. Test results: the reference samples were visually inspected. All test results were within specifications as per the test report database complaint. (B)(4) complaint test report. Device history record (DHR) review: the lot 6005837 was manufactured according to the work instruction (wi) version 111 manufactured in the line 6, on 01/mar/2024 with a total of (B)(4) units. Gluing tubing device history record (DHR): the lot 4b04382 was manufactured according to the wi version 61 manufactured in the machine sc02, on 28/feb/2024 with a total of (B)(4) units. The lot 4b04383 was manufactured according to the wi version 61 manufactured in the machine sc02, on 01/mar/2024 with a total of (B)(4) units. The lot 4c00419 was manufactured according to the wi version 61 manufactured in the machine sc09, on 02/mar/2024 with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified; no maintenance events were recorded. Trending: a query was run in database on 11/aug/2025 against malfunction tubing is found completely cut through, during useand lot 6005837 and no other complaint have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples related to the complaint, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.